Event description:
It was reported that during removal of a right ureteral catheter placed during a total abdominal hysterectomy surgery on (B)(6) 2011, the catheter broke leaving the remainder of the catheter in the patient. The physician attempted to remove the remaining portion of the catheter at bedside but he was only able to retrieve a portion of the broken piece. The piece that was retrieved was brittle. The remaining portion of the catheter was removed via surgery. The catheter was placed on (B)(6) 2011 and removed on (B)(6) 2011. Please note: the description in user facility report reported the catheter as a stent. However, after speaking with the user facility on 06/22/2011, the product code and lot number was confirmed for a ureteral catheter.

Manufacturer narrative:
No sample was returned to bard fo revaluation. The device history record could not be reviewed because the lot number provided on the user facility report does not correspond with the product code provided. The directions for use states in the caution section: "do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending." (B)(4).